Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the protective sheath could not be removed from the 3.5x15 mm nc trek balloon catheter prior to use. The device was not used on the patient. A non-abbott balloon catheter was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4).evaluation summary: the returned device analysis identified the difficulty in balloon sheath removal. A search of the complaint handling database was performed and one other incident was identified from this lot for sheath removal issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to difficulties removing the balloon protective sheath was identified. The event was possibly related to a manufacturing issue. Corrective and preventative actions were implemented. These devices will continue to be monitored.